Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they checked his settings while on the call and patient was on program 2 at .50. His wife said he is usually at .7 or .75. She doesn't know why it is so low. Caller said he has been having trouble using the reset room. It was asked what she means and she said he has urine retention. Today he can't void at all. He doesn't know if it is because he pressed the buttons. It was asked when his symptoms started and she said the last couple weeks. The patient has fallen. On september 2 he fell, and 3 to 4 days ago he fell in the tub. The patient increased stimulation to .75. Patient said he wanted to go to a different program. Walked the caller through changing to program 3 at .7. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.